Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on lung parenchyma in a thoracoscopic lobectomy, the device was not able to fire. The surgeon attached the reload to another handle and adapter and it fired successfully. There was no patient injury.